Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00485.

Event description:
It was reported that during left reverse total shoulder arthroplasty one of the two moving tabs would not move. The surgeon tried and was not comfortable with the locking tab. A new implant was used to complete the procedure. There was a surgical delay of ten (10) minutes as a result of this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d11, g4, g7, h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified ringloc is not centered in the tray or aligned with the bearing and will not move. No gap is found between tray and bearing, the bearing was seated onto the tray as intended. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.